Manufacturer narrative:
Occupation: coordinator. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the "end-piece" of the wire in a wayne pneumothorax set appeared "cut, but still a little attached". This likely means that the wire was unraveled, as it was also reported "the wire is not fully attached". A new wire was opened and used to completed the intended procedure successfully. No patient contact was made and no adverse effects were reported.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Medwatch report #: (B)(4). Additional information: b3, b5. B3- date of event: (B)(6) 2019. Investigation - evaluation. (B)(6) from (B)(6) hospital informed cook on 13dec2019 of an incident involving a (wayne pneumothorax tray [rpn: (B)(4)] from lot number 10005738. On an unknown date, during a chest tube procedure, the tip of the wire guide was not fully attached. This was noticed prior to patient contact. A new wire guide was opened and used to successfully complete the procedure. A review of the documentation including the complaint history, device history record (DHR), drawing, instructions for use (IFU), manufacturing instructions (mi), quality control and specifications, as well as a visual inspection of the returned device, was conducted during the investigation. One wire guide was returned to cook for evaluation. Visual inspection found light biomatter was present throughout the device. The coil appeared to be offset/bent. Both weld balls were present and the inner safety/mandril wire was in tact. Cook concludes that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) found that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device's design history files (dhf) were reviewed and found that the risks associated with these devices are acceptable when weighed against the benefits. The dhrs for the complaint device lot (10005738) and the related wire guide sub-assembly lot (ic9918621) revealed no related non-conformances. A database search found this to be the only event associated with the provided complaint device lot. As there are adequate inspection activities established, objective evidence that the DHR was fully executed, no related non-conformances, and no additional complaints from the same lot, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The product¿s instructions for use [IFU], ¿wayne pneumothorax set for seldinger placement¿, provides the following information to the user related to the reported failure mode: how supplied: -¿store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿. Based on the information provided, evaluation of the returned product, and the results of our investigation, a definitive root cause was traced to transport/storage of the device. The wire guide is packaged inside of a holder with a hard plastic j-inserter. The coil was offset at the distal end where the curve is, which is where the j-inserter sits on the wire guide. If flexed by the j-inserter, the coil can offset, which is what likely happened during transportation. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information including a completed medwatch form was received on 07feb2020. The guide-wire tip was reported to have had roughly one centimeter partially broken off from the rest. This was noticed before insertion, so a new device was obtained and used for chest tube placement in the patient.